Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Pharmacy nurse reported on behalf of patient that during removal of the infusion set, the small plastic cannula appeared to be separated from the infusion set. The pharmacy nurse reported that the skin around the infusion site had been pressed and squeezed; however, no fragments were found. No further adverse effects to patient reported.

Manufacturer narrative:
One used infusion set was returned for evaluation. The used infusion site was encased in an adhesive substance that was visually consistent with the adhesive found on infusion sets in the field. The cannula was found to be severed approximately 1 mm from the base of the set. The remaining length of the cannula was not returned. Upon closer examination using magnification 5x to 40x, the distal end of the cannula was found to be slightly bent over on one side. There were no visual abnormalities in the wall thickness of the cannula, or the site crown, nor were there any defects in the device itself other than the missing cannula length. The root cause of the breakage could not be definitely determined through inspection of the device. There was no evidence found to suggest the reported event was related to an intrinsic product problem.